Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day after implant high capture threshold was observed. The lead was successfully repositioned. The patient condition was good after the event.